Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 51 mg/dl at the time of the incident. Customer stated he treated for low blood glucose with a pudding cup and a few potato chips. Customer stated she had a change sensor alarm calibration not accepted however customer declined troubleshoot. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.